Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a communication issue. A technical support specialist (tss) synchronized the station and confirmed that the communication notices were no longer displayed on the station. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had a communication issue. Pyxis was not receiving updated information from our electronic medical record - users were unable to search or add patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.